Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about two years ago. D6b: explant date: (B)(6).